Manufacturer narrative:
The insulin pump was received with no up button response due to corroded keypad traces. No button error alarm or ramping numbers anomaly noted. The pump was received with cracked on reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the numbers started ramping when the customer attempted to program a bolus. The customer stated that a button was not pressed for 3 minutes or longer. The customer stated that the button alarm cannot be cleared. The customer will return the pump for analysis.